Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported a "tube too hot message, x-ray aborted' error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported a "tube too hot message, x-ray aborted' error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation revealed that the cause of the blocked x-ray release was a temporary problem in the internal signal processing. In regular intervals the hardware is checked automatically. Within this check the signal line between relevant sensors and the evaluation component is tested. The test is triggered when a relay switches the contact to the sensors off and back on. The d1-board (evaluation component) detects the falling edge and checks that the voltage drops below a defined low level and remains like that for a defined, short period of time. In the present case, it was found that the contact of the relay showed bounce effects/voltage fluctuations. This triggered multiple, successive falling edges that repeated the cable test. However, since the voltage must remain in the low state for a certain time for the test to pass, this caused the test to fail even though there was no fault on the signal line. As a result, the x-ray release was prevented to avoid possible severe damage to the x-ray tube. Normal operation of the system was restored by a power cycle, i.e., the system was shut down and turned back on so that the associated components (x-ray generator, tube) were restored to normal. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.